Event description:
A customer reported experiencing an elevated blood glucose (bg) level of 515 mg/dl. The customer addressed the high blood glucose by administering a correction bolus via the pump and did not require assistance from any third party. Customer successfully resumed insulin therapy.